Event description:
It was reported to baxter (B)(4) that the port of a clearlink system secondary medication set broke off in an unknown IV bag. This condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). It was reported to baxter canada that the spike of a clearlink system secondary medication set "has broken off and is now within the [unknown] medication bag." The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.